Event description:
The customer reported approximately 5 tablespoons of leak involving the coulter ac*t diff analyzer. The customer indicated that the leak was not contained to the instrument but the instrument generated flags and voteouts for controls on most parameters. The operator was wearing gloves at the time of the event and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter fse (field service engineer) was not dispatched for this event but assisted the customer with troubleshooting over the phone. The customer discovered a kinked wbc (white blood cell) bath drain tubing and straightened the tubing to resolve the leak. Failure mode is attributed to a kink in the wbc bath drain tubing and the instrument generated flags and voteouts for controls on most parameters alerting the customer to an instrument problem.

Manufacturer narrative:
Troubleshooting and repair were performed by the customer with the help of the fse (field service engineer) over the phone. The customer resolved the leak by straightening a kinked tubing. (B)(4).